Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm malfunction, hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by a patient that they went to the hospital and was diagnosed with hypoglycemia. It was reported by the patient that while at the hospital they had a seizure due to low blood glucose (bg) levels. The patient stated that their dexcom cgm was not registering the low bg correctly and didn't alert them. The patient stated that there was a big difference in the finger stick readings compared to their cgm readings. At the hospital the patient was given intravenous fluids but does not know what was given exactly.